Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation after an ablation procedure. After device software download, normal function resumed. No patient symptoms were reported.